Event description:
A patient reported blood glucose results of "97 mg/dl" with a lifescan meter and "124 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The patient performed an addition meter-to-lab comparison and obtained results of 112 mg/dl with a lifescan meter and 131 mg/dl on a laboratory device. The calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. The meter is being replaced.